Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient's aortic anatomy was outside the device's indications for use. Following placement of the aortic body stent graft, a type ia endoleak resulted which could not be resolved intraoperatively. As of the date of this report, the patient has not returned for follow-up and will continue to be monitored. There have been no additional patient sequelae reported.

Manufacturer narrative:
(B)(4). Remains implanted.